Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed some undersensing on the right ventricular (rv) lead. Additionally, intrinsic amplitude had varied from 1.7mv to 5.7mv since implant. It was noted that the patient was in atrial fibrillation (af), so it was unclear whether it was due to changes in rate or other factors. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This pacemaker system remains in service. No adverse patient effects were reported.